Event description:
It was reported that the ipg was difficult to charge and unable to keep a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.